Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. On (B)(6) 2019 that the recharger has had a bad connection at the donut and moving the wire changes the charging state. A manufacturer representative (rep) that called in with the patient thought there was an issue with the recharger cable. The rep confirmed that patient was stuck in the passive recharge mode when the patient was charging about two weeks ago. It was noted that the patient charges once a day. Currently, the passive recharge mode was displaying either 0s or 100s, nothing in between. The cord seems loose, it wiggles, which fluctuates the numbers back and forth between 0s and 100s. A replacement recharger was sent to the patient. Additional information received from the patient on july 22nd, 2019 that the cause of the inability to locate the implanted device to charge was due to the defective cord. The rep met with the patient, a new charging cable was sent to the patient, and the patient was able to charge the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had been trying to charge her neurostimulator (ins) but the controller said it could not locate the implant. The patient stated they knew the rtm was located in the right place over the implant. The patient was seeing the "no device found"/ screen 16. Troubleshooting occurred. The patient stated she last charged her ins to 100% about 2 weeks ago because her equipment had not been able to locate the implant to charge but she usually charged every day. During the call, patient was entered in a passive recharge mode. Patient to follow-up with hcp. No symptoms reported. No further complications were reported/anticipated.